Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Since the monofilament was not returned with the device, the scope of this investigation was very limited and the reported failure to deploy could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure. Reportedly, a failure to deploy occurred with two proglide devices. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the perclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.